Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 467 mg/dl. Customer used correction bolus to correct the blood glucose level. Customer reported blood was visible at the site. Customer was calling since they were not using auto mode. Customer refused to troubleshoot since blood glucose getting better. The insulin pump will not be returned for analysis.